Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during dwell 1/8 of their automated peritoneal dialysis therapy. Reportedly, the home pt's guardian had left an unused supply line unclamped during therapy. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed manually. Per the home pt's guardian, no pt injury or medical intervention was associated with this incident.